Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an inguinal hernia repair procedure, the balloon ruptured inside the patient during inflation. Pieces of the balloon broke off and had to be retrieved laparoscopically.